Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, ¿the quality¿ of the peritoneal dialysis (pd) patient's transfer line, had ¿damage to the connection, which is broken and needs to be changed again¿. The cause of the damage was not reported. There was no report of leakage from the transfer set. Subsequently, the patient experienced peritonitis. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.